Event description:
On april 17, 2009, the reporter contacted lifescan (lfs) alleging that the lay patient's one touch ultra 2 meter display the error 5 message. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the patient by phone. The reporter said the alleged error 5 issue first started approx two and a half months earlier. On an unidentified date the reporter said the patient took her usual dose of metformin 500 mg as a result of the product issue. The patient allegedly was nervous and shaky 30 minutes after the product issue occurred. The reporter denied that the patient received treatment. The cca noted that incorrect testing technique was followed. The cca walked the reporter through retesting; the alleged issue was not resolved. The patient's products were replaced. This complaint is reported because the reporter alleges that the lfs product displayed the error 5 message. After the issue occurred, the patient was allegedly nervous and shaky. Shakiness is a typical symptom of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of the product(s) that do not pass inspection in a supplemental report.